Event description:
A us distributor reported that a patient was experiencing arrhythmia alarms, check therapy electrode messages, and gelled belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages, arrhythmia alarms, and gelled belt) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for the failure was isolated to an intermittent connection in the pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the intermittent connection in the pulse wire could not be positively identified. There was no adverse event that resulted from the damaged belt.